Event description:
It was reported that the 9800 system had problem with the vertical lift column. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps3 power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.